Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that while using the samsung a23 android operating system version 13, a "sensor ended" was encountered on the adc device. As a result, the customer was unable to obtain sensor readings and experienced unspecified hyperglycemia symptoms. The customer had contact with a healthcare professional who obtained a laboratory result of 750 mg/dl and administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.